Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor before and after a battery change. The customer's blood glucose reading was 193 mg/dl at the time of incident. Troubleshooting found that the wrong transmitter was programmed into the pump. The customer changed the transmitter.